Manufacturer narrative:
This combined report is being submitted to relay additional information. Investigation of this event has been completed. During investigation this device was determined to be a main device and not a concomitant, therefore this report is being filed. Concomitant medical products metasul, alpha insert, hh/28 catalog: 01.00010.408; lot: 2500400. Metasul head 28mm m 12/14 catalog: 192806; lot: 2500153. Fitmore shell with screw cones, uncemented, 50/hh catalog: 01.00024.550; lot: 2512796. Investigation and conclusion: event description: the patient underwent a left total hip replacement procedure on (B)(6) 2010. Due to a periprosthetic femur fracture, the patient underwent revision surgery on (B)(6) 2022. Harm: s3 - bone fracture. Hazardous situation: reported issue is not device related. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated radiographs of the left hip have been received. On the images a periprosthetic femur fracture can be seen. Stickers of revision surgery: during the revision surgery an arcos revision hip stem, a modular head and a durasul alpha insert were implanted together with cable wires. Images: a photograph was received showing the removed alloclassic stem with the head mounted and a polyethylene insert with a metasul inlay and a screw in the polyethylene. The parts show blood and soft tissue remnants. No product damages are visible. However, due to poor image quality (blurred photography), a detailed assessment cannot be made. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history record of the alloclassic stem identified no deviations or anomalies during manufacturing. Conclusion: the patient underwent a left total hip replacement procedure on (B)(6) 2010. Due to a periprosthetic femur fracture, the patient underwent revision surgery on (B)(6) 2022. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the radiographs the reported periprosthetic femur fracture can be confirmed. However, due to the lack of medical records such as patient visit notes and surgical notes, the reason for the periprosthetic fracture remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that a revision surgery took place, due to bone fracture. Investigation results are now available. Attempts have been made and no further information has been provided.